Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number 8xmfh1. However, transmitter with serial number 8u27ud was returned for evaluation. An external visual inspection was performed and passed. Transmitter voltage test was performed and passed. Nordic bluetooth pairing test/download was performed and passed. A review of the share logs was performed and signal loss for serial number 8u27ud within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).